Event description:
It was reported that there had been failing pumps for ¿people all over¿. No patient symptoms, interventions, drug or outcomes reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).